Event description:
Tbm advised dealer just called and advised enduser called and stated they broke the left leg on their computer desk due to power chair. She was driving the chair, it veered right and wouldn't stop, and hit the computer desk. Dealer advised just replaced spj joystick under the recall on order/ra (B)(4) in (B)(4), 2014. Dealer advised sending atp out to the enduser home to take pictures of the broken leg on the table.